Manufacturer narrative:
Concomitant product: sedr01 ipg implanted: (B)(6) 2014.

Event description:
It was reported that a lead alert triggered and mode switching occurred, after many low impedance measurements were exhibited on the right ventricular (rv) lead. Reprogramming was done for lead polarity, and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.